Manufacturer narrative:
Event date is an approximation. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
Customer reported a false positive with the binaxnow covid-19 ag card performed on an unknown date. Confirmatory pcr testing was performed and presented a negative result. No further information regarding patient health status and outcome was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. The manufacturing records and quality control release testing was reviewed for test kit part number 1195-000 / lot 138882 and device part number 195-430h / lot 134972a. The lot met the required release specification snd there were no false positive results observed. A review of the complaints reported as conflicting result patient results (confirmed and unconfirmed, conflicting results) related to kit lot 138882 showed that the complaint rate is (B)(4) in conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient/validation samples.